Event description:
It was reported there was a confirmed flipped pump. As a result of the event, a surgical intervention took place. The pump was repositioned, secured with a mesh pouch, suture loops and pocket was closed in to secure pump. The product issue was resolved. The pump had flipped due to too much room in the pocket and the pump was not adequately secured at time of the original implant. The pump contained preservative free saline at the time of the case. The pump was filled with morphine, 10 mg/ml at 0.5 mg/day on (B)(6) 2015. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient was doing well now that the pump was repositioned and secured. If further information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).